Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. The reason for call was the patient claims that the ins is turning off. The patient reported that they feel stimulation stops and they have a return of pain. The patient attempts to check the ins with the remote and the remote shows the no device found message. When they connect to the ins it shows that therapy is on so the patient turns therapy off and then back on. After cycling the therapy then they begin to feel stimulation again. The patient also claims that after charging the ins to 100%, the ins battery may show 40% or 50% charged like it is depleting rapidly. The caller stated that the patient has a very sensitive pain pattern. The caller described that the patient has a significant return of pain for any instances when the ins is turned off like when programming with the clinician programmer in office. The patient indicated that the stimulation turning off is not positional. The patient has noticed the issue in different scenarios, like driving in the car or around the house. Adaptivestim is not active. The patient did not have the recharger with them at the time of the appointment.the caller reviewed the stimulation usage diary which showed that the ins turned off because it became depleted on june 8, june 9 and june 18the patient was programmed with therapy parameters:- 0 -1 3+ 4+ 5ma pw: 1000us rate: 40hz-1 -2 6+ 7+ 5.8ma pw: 1000us rate: 40hzthe caller provided the following impedance information:ref 3 0 850ohms 1 820ohms 4 840ohms 6 900ohms 7 940ohmsref 2 1 800ohms 3 750ohms 4 890ohms 6 940ohms 7 960ohmsref 6 4 870ohms 5 800ohms 7 840ohms the issue was not resolved through troubleshooting. Tss reviewed information about therapy and impedances. The caller will have the patient keep a log of instances when the ins turns off and review other information with the patient.

Event description:
Additional information was received from rep stating the cause of the issues were not determined, they utilized several programming algorithms but there wasn¿t any consistency in patient's programming and causing the battery draining rapidly.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.